Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention occurred on (B)(6) 2019 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event has been estimated.

Event description:
It was reported that the patient's ipg is no longer communicating. Patient did not charge for several months. Surgical intervention may be pending.